Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 07/08/2016. Retain product was tested and functioning according to specification. Returns were not available. Investigation: a review of the device history record confirmed the lot passed finished goods release criteria. Forty retained cartridges were tested in whole blood and I-stat level 2 control. The customer complaint was not reproduced. Test results for retained cartridges met the acceptance criteria found in q04.01.003 rev. Y, appendix 1- product complaint level 2 and level 3 investigation procedure. The investigation confirmed chem8+ cartridge lot h16032 is performing to specification. No deficiency identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. No repeats on the I-stat or laboratory.

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant sodium, potassium and chloride results on a patient. There was no patient information available at the time of this report. Return product is not available for investigation. Date: test time: method: sodium: chloride: sample: (B)(6) 2016, 11:01 am, I-stat, 120 mmol/l, 139 mmol/l, a. (B)(6) 2016, 12:01 pm, lab , 144 mmol/l, 106 mmol/l, a. Sample collection time is unknown. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4).